Event description:
Per distributor complaint- no injury alleged. Alleged malfunction - the dealer states the part that raises the bed up has a hinge on each side on the right side hinge, the bolt broke and it compromised the control module, it blew. Gendron sn the dealer states they put another bolt in it to make it work and that broke also. The bolt isn't something we offer. The foot end module is the one that went out. Home setting: living room; in use: 1-3 years; no additional info.

Manufacturer narrative:
Investigation inconclusive - unable to determine what happened, unable to determine a clear understanding of the event. Unable to obtain event date. Unable to obtain last maintenance/mechanical inspection. No previous complaints of this type of event.